Event description:
It was reported that testing the external pulse generator (epg) found the device had "a malfunction of pacing". It was indicated on the paperwork that there was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).